Event description:
Laparoscopic cholecystectomy - "dr (B)(6) was using the 5 mm solution kit gk150 and when placing clips around the ducts and vessels, he had clips that did not close fully. Two clips fell off the duct below the gallbladder, and both were retrieved. The other 2 clips were noticed not to be closed and removed off the vessels. The 5 mm fixation port was replaced with an 11 mm port and an ethicon 10 mm clip applier was used to complete the clip process."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.